Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced leakage on (B)(6) 2024. The issue occurred with five similar types of infusion sets used for 24 to 48 hours. The site was patient's leg. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).